Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, that there was metal wire (which was sticked out) in the tibial insert which caused the insert not to fit the implant. So the surgeon took another insert which inserted fine.